Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. The incident will decided to be reported in abundance of caution.

Event description:
(B)(4).